Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) displayed system error mid:14 (bg power supply) was not confirmed during the initial functional testing but confirmed based on the event log. There were no device deficiencies found during the evaluation of the console and the device performed as intended. The thermogard console passed the initial functional test without any fault or error. Unrelated to the reported complaint, cover deck was cracked, missing bumper inserts on rear bracket and lever display, white roller was worn out, big bubbles on window display and coldwell cap and gaskets were turning yellow. The probable cause for the observed physical damages could be due to lack of preventive maintenance, as a result of user mishandling. The console was manufacture in 20 august 2014 and is more than 6 years old, past the expected service life of 5 years. No preventive maintenance was performed on the console since 2015 . During event log data review, multiple mid:14 error messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. After replacement of the damaged components, the console passed all testing criteria and meets performance specifications.

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed mid 14 (bg power supply) error message. Following this, the console was replaced and ivtm therapy was continued. No consequences or impact to patient.